Manufacturer narrative:
Device passed displacement test and self test. Device was reset with correct time or date and monitored for 10 days. No time or clock anomaly was noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had a time clock anomaly. The customer¿s blood glucose was unknown. Troubleshooting steps were provided for time clock anomaly. Customer states the loss was greater than 1 minute per week. Customer states loss was not greater then 4 minutes per month. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.